Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the black box showed evidence of unexplained pump reboot events on (B)(6) 2017 and (B)(6) 2017. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specifications. No battery compartment cracks were observed. There was no evidence of moisture inside the battery compartment. A 24 hour basal program was run with the returned battery cap; no reboots occurred, no loss of power or call service alarms were duplicated. The pump case was removed. No evidence of moisture or loose components were observed inside pump. The "intermittent power" event was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery..